Event description:
It was reported that foreign material was found inside the outer package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The foreign material condition was confirmed on the returned device. No package was returned. Just the device. The alleged hair was not found. Likely root causes are: 1. Manufacturing/assembly error; 2. Incorrect or inadequate packaging; 3. Severe shipping conditions; 4. User error in not properly inspecting unit prior to use. With the evidence at hand, none can be ruled out. Thus, most likely root cause will remain as multi-factorial. There are procedures and controls in place to mitigate the occurrence of foreign material. In sum, the product was returned, but the failure mode was not confirmed.

Event description:
It was reported that foreign material was found inside the outer package.